Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported via implant and warranty registration form received by the manufacturer that the patient underwent vns replacement surgery for an unknown reason. Follow up by the company representative revealed that the patient had issues at the surgical site. It was stated that the incision did not heal and it formed a blood clot. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.